Event description:
It was reported by a customer complaint that a pt received a slight chemical burn from chemotherapy (exact agent unavailable due to patient privacy laws) that allegedly leaked from the administration set in use at the time. It was reported the needle set was changed at the pt's home late on a tuesday morning. By early wednesday morning the pt went to the hosp as the device was leaking. The skin was slightly burned. Treatment by cream application was made.